Manufacturer narrative:
The complaint investigation for falsely depressed sodium results included a search for similar complaints, and the review of the complaint text, trending data review, labeling review, and field service review. Return testing was not completed as returns were not available. A review of tracking and trending for the architect c ict sample diluent did not identify any trends. The review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c16000 processing module for serial c1600962 or the architect c ict sample diluent was identified.

Event description:
The customer observed falsely decreased sodium results generated on the architect c16000 for two patients. The following data was provided (customer¿s reference range 136-145 mmol/l): patient 1 initial result = 116 mmol/l, repeat = 127 mmol/l. Repeat on a different analyzer = 125 mmol/l. New sample drawn and result = 138 mmol/l. Patient 2 initial result = 118 mmol/l, repeat = 139 mmol/l. Repeat on a different analyzer = 137 mmol/l. New sample drawn and result = 139 mmol/l. No impact to patient management was reported.